Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, when the cable moved the image cut out. A delay in the procedure of approximately five (5) minutes occurred as a back-up device was obtained. No harm to patient or user was reported. This is one (1) of three (3) complaints from the same customer utilizing the same monitor with three (3) different blades.

Manufacturer narrative:
This product was received and tested by technical services and the intermittent image failure was duplicated. The customer's avl 3-4 baton was plugged into a test monitor, the monitor was powered on and the baton showed static-like colored lines when the cable was flexed. The fault was determined to be a cable failure. The customer's avl 3-4 baton was replaced and the returned baton was scrapped. Service complete.